Event description:
Reporting adverse event and product quality problem with a malem enuresis alarm. The pt is a young child age (B)(6), female. Parents brought child in and complained about burning and stinging sensation to child. The malem enuresis alarm had malfunctioned and overheated. The batteries had shorted out and leaked on child. Child was burnt and bruised from battery leak and burning alarm casing.